Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ht70 plus ventilator had an integrated power pac failure alarm. There was no patient involvement. The device was evaluated and the reported symptom was verified and isolated to the main control board.